Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was experiencing low blood glucose levels of 48 mg/dl. Customer treated with several juice boxes and glucose tabs but her blood glucose was not going up. Customer wanted to know if there was a way to troubleshoot the insulin pump to see if was over delivering insulin. Customer stated that customer was filling the tubing and the device pushed out all of the insulin. Troubleshooting was performed. The device support cap was normal. Customer was advised to take out reservoir and to see if the insulin pump was indicating the same amount of insulin, correct. Performed high pressure test, the device passed. The device was not exposed to an MRI. The device pushed 60 units of insulin. Displacement test was performed and device passed. Customer mentioned the device had a crack. Troubleshooting for cosmetic damage was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information provided.